Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 44 mg/dl, which she treated with a juice box (50 grams of carbohydrates). The patient's current blood glucose is 124 mg/dl. Troubleshooting was declined since the customer stated that their insulin pump was fine. No products were returned or replaced.